Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during an unknown procedure, the device was locked out at the first firing. Another device was used to complete the case. There were no adverse consequences for the patient.